Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys estradiol iii on a cobas e 801 analytical unit. It was noted that when running another test on the same sample, they received an error indicating there was liquid level detection noise. The patient sample initially resulted in an estradiol value of < 5 pg/ml with a data flag. The sample was repeated and the result remained unchanged. The sample was sent to another site for testing with an unknown method, resulting in an estradiol value of 2208 pg/ml. The repeat value was deemed correct.

Manufacturer narrative:
The liquid level detection noise alarm can occur due to sample related issues. The investigation determined the issue is consistent with a sample related issue. The investigation did not identify a product issue. Systematic non reproducible results do not represent a general malfunction of the assay.